Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent surgery on (B)(6) 2020. Leads remain implanted and is no longer reportable. Patient is stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-23315. Related manufacturer reference number 1627487-2020-23316. Related manufacturer reference number 1627487-2020-23318. It was reported that patient is experiencing uncomfortable stimulation in their face. X-rays show left lead is coming out of the extension. Patient may undergo surgery to correct this issue. Patient is stable.